Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. A pericardial effusion was noted before the procedure and did not change throughout the procedure. Approximately two hours post procedure, a pericardiocentesis was performed and 150ml was removed. The patient was discharged with no further concerns.